Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the reported failure of port failure connection at diagnostic output p6. Correct connection was made to rs-232 and the unit tested ok. The customer used the wrong connector and after fse made the right connection, unit worked. The fse states there was no malfunction of the device and no logs were provided.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Event site telephone is (B)(6) .

Event description:
It was reported that the before use of the cs100 intra-aortic balloon pump (iabp), the rs232-port was not working. There was no patient involvement.